Manufacturer narrative:
The device was returned for evaluation. The investigator could not power on the device. The external examination showed the device had a cracked tank cover and front cover. Internal examination showed corrosion of the heater and the interlock block was stripped. The conditions seen were identified as a result of customer damage.

Event description:
It was reported the device had been dropped and sustained front case damage and on/off button did not work.